Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge would not fit onto the pump because the cartridge shroud and delivery shuttle were at an angle. The customer stated that the cartridge usually would get stuck just above the pneumatic tap. The customer was able to load a new cartridge successfully. Customer's blood glucose level was not impacted.